Event description:
The customer reported to olympus that the hd autoclavable camera head did not display an image. The issue was observed during preparation for an unknown therapeutic procedure. The procedure was completed with a similar device with a 3-to-5-minute delay to change out equipment. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The issue of no image was due to charged coupled device (ccd) failure. Additional device evaluation findings were cable scratches, cable flooded, and a loose scope mount. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lack of image was caused by a faulty charge-coupled device (ccd). However, the specific cause of the faulty ccd was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿never clean, disinfect, sterilize, or store this product together with tweezers, forceps, knives, etc.). Doing so could tear holes, which could allow water to penetrate and damage electrical circuits inside the product.¿ olympus will continue to monitor field performance for this device.